Manufacturer narrative:
A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: no provided.

Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer to our local affiliate (B)(4). Initial and follow-up information received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) female patient who received poly-l-lactic (sculptra) therapy on (B)(6) 2009. No relevant medical history was reported and no concomitant medications were taken. On (B)(6) 2009, the patient developed bruising after receiving her poly-l-lactic acid injections. She reported that she had a black eye and yellowing around the temples. She also reported that she did not see that "anything happened" and that it appears that she has "lost tone." At the time of this report, the events remain ongoing.